Event description:
It was reported that the patient presented for in-clinic follow -up. A device interrogation revealed that the right ventricular lead exhibited by the elevated capture threshold, high pacing impedance and noise. The patient was scheduled for lead revision on (B)(6) 2023, and the lead was capped and replaced. The patient was stable.